Event description:
It was reported by the patient that 3 months following the implantation of a miniarc precise sling, she experienced recurrent infections, pain, depression and had "no idea that (the) device would eat my bladder and vagina away." The patient also indicated "the 15 bladder stones that I have passed or had to have removed were really parts of your device". No further patient complications were reported in relation with this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).